Event description:
The customer reported an unexpected shutdown during care of the pt. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.